Event description:
It was reported that the asymptomatic patient presented in clinic for a normal follow up. Externalized conductors were observed via diagnostic imaging. No electrical anomalies were noted. Patient to be monitored.

Event description:
New information received states during a device change out, the lead was capped and replaced. The patient condition was well after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.